Event description:
It was reported the device displayed -no disposable clamp tubing- alarm on the pump with 42ml of medication left in the cassette. Cleaning metal sensor and reseating cassette did not resolve alarm. Switched to backup pump with the same alarm. Replacement pump was sent. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.